Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the closure device is incorrectly fitted. A large part of the closure device is situated within the left atrial cavity. A shunt, 0.5 - 0.6 cm in diameter, is noted adjacent to the closure device. It seems likely that the excessively prolapsing mitral valve leaflet, during movement, comes partly into contact with the closure device. In (B)(6) 2015, the patient had surgery to explant the closure device and ligate the laa.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that movement of the device occurred. A 27mm watchman ® laa closure device was implanted successfully in (B)(6) 2015. The device was placed distal to and spanned the entire laa ostium. At an unknown date, the patient was hospitalized for "partial disposition of the device."

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the event occurred in (B)(6) 2015. The patient was admitted to the hospital two weeks later and discharged in (B)(6) 2015 about three weeks after admission. An echocardiogram (tee), electrocardiogram. Cardiac ablation, and lab tests were performed and the event was considered resolved in (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
The adverse event was further clarified as "lower edge of device partially dislodged."